Event description:
Reporter indicated that vns patient was having an issue with relaxation of vocal cords after stimulation cycles. It was reported that patient's vocal cord issue was confirmed by an ent.